Event description:
It was reported that the customer was hospitalized ¿due to her bg¿s¿. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.